Manufacturer narrative:
Patient codes:n/a. Device codes:n/a. Internal file number -(B)(6). MFR site: correction reg# evaluation summary: a visual, dimensional and functional inspection was performed on the returned device. The reported material rupture was not confirmed. The reported inflation/deflation issue could not be tested due to the condition of the returned device. It should be noted that the ultra rapid exchange (rx) coronary stent system (css), international, instructions for use, (IFU),specifies the rated burst pressure (rbp) is 14 atm and clearly states not to exceed the rbp as indicated on the product label. The IFU also, states: the rx ultra coronary stent system is indicated for improving coronary luminal diameter in the following: patients with symptomatic ischemic heart disease due to discrete coronary artery lesions; patients with symptomatic ischemic heart disease due to lesions in saphenous vein bypass grafts; restoring coronary flow in patients experiencing acute myocardial infarction a review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. A conclusive cause for the reported difficulties cannot be determined. It is unknown if the exceeded rated burst pressure contributed to the reported event. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device..

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Exemption number e2019001 the device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. Exemption number (B)(4) permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.

Event description:
It was reported that the procedure was performed to treat a lesion in the calcified right subclavian artery. During deployment of the 5x18mm multi-link ultra stent, the balloon was slow to inflate and dye was seen coming out of the balloon during initial inflation. The balloon was inflated once over 50 seconds at 14 atmospheres (atms), and another inflation over 47 seconds at 24 atms. Ultimately, the stent was deployed at the intended site. The balloon only partially deflated, and it was removed as a single unit with an unspecified guiding catheter. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.